Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01651 & 2013-05466).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2012 due to unknown reasons. This report is based on patient allegations and the allegations are currently unknown and unverified. Additional information received from patient's legal counsel alleges that the revision was due to pain, dysfunction, loss of range of motion, elevated metal ion levels and the presence of a pseudotumor and gray material in the synovium. The head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2012-01651 & 2013-05466).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2012 due to unknown reasons. Additional information received from patient's legal counsel alleges that the revision was due to pain, dysfunction, loss of range of motion, elevated metal ion levels, pseudotumor, and gray material in the synovium. The head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the right hip revision noted the presence of soft tissue pseudotumor, gray material in the synovium, osteolytic necrosis, a contained defect around the femur and a metallosis-type lesion.